Manufacturer narrative:
Pump passed self-test, however, constant pump error 37 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 37. Unit successfully downloaded to thump. Verified pump alarmed pump error 37 two times between (B)(6) 2024 14:33:10.000 to (B)(6) 2024 04:17:42.000 in pump downloaded history. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, peeling serial number label, corroded battery tube, corroded motor home switch. Constant pump error 37 alarms noted during rewind due to corroded motor home switch. Cosmetic damage at belt clip rails was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer reported, receiving a pump error. Customer was able to clear the error, but was unable to complete the rewind process. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested. And customer response was, the device will be returned.